Manufacturer narrative:
Investigation: the defects catheter tip integrity, no flashback and needle retraction failure; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. No quality notification were initiated during the build of this lot.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had issues with needle retraction failure and flashback failure during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter had issues with needle retraction failure and flashback failure during use.